Manufacturer narrative:
Insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Insulin pump passed the displacement test and self test. No missing segment/partial display noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hard to read. The customer¿s blood glucose level was 205 mg/dl. Customer reported that the insulin pump was neither dropped nor bumped. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.